Event description:
Per the rn, the patient was on a continuous heparin infusion. She attempted to place the IV pump on "hold," but the IV pump would not go into "hold" mode. She attempted to turn the pump off, and again she was unable to get the pump to power off. The rn was concerned as to whether the patient received the heparin at the rate she had programmed and as prescribed as she noted the aptt results had a decline over the previous six hours of her care. She did draw another aptt after she changed out the pump and restarted the drip. This aptt was also less than the previous even though the pump was now infusing. It is not clear however if this was because of the patient's metabolic condition and the rate needed to be increased or if the IV pump was not infusing correctly. The pump was taken out of service immediately and was sent to clinical engineering for testing. Clinical engineering was able to verify the complaint. The alarm log confirmed there had been two errors (pram failure and power glitch). The pump will be returned to the manufacturer for further evaluation. There were no known adverse effects to the patient.